Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed high battery resistance. The battery resistance waveform test showed a high resistance of 1339 ohms. A stall/recovery was noted in the read event status of the pump logs. During analysis; however, low battery resets and safe states were noted.

Event description:
It was reported the pt fell which caused a small aneurismal bleed. The pt experienced episodes of increased spasticity. The severity was reported as moderate. It was later reported the pump was at end of battery life. The device was replaced to avoid in-vivo battery depletion. It was noted there was no pt injury. The pump contained baclofen and morphine. The pt status after the device was removed was recovered without sequela.